Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported patient temperature was down to 30.5c on the arctic sun device, target temperature had been increased from 33c to 34.5c due to bradycardia but patient temperature kept dropping. Water temperature was 16.7c and flow rate was 3.1 l/m. They checked event log and had gotten a 113 alert (reduced water temperature control). Water level had with 4 bars, and they emptied 400 cc off right drain port and put device in manual mode set to 42c. Then called back 10 mins later and temperature was up to 35c. So, the device was kept in therapy mode. While discussing overfill issues water temperature had risen to 38c. Now the device was responding appropriately. Per follow up via phone on (B)(6) 2021, ICU nurse stated that the pads had been overfilled and when pulling out the water, the water was dirty. The unit worked fine after draining 100cc of water. ICU nurse stated that there was patient involvement, but therapy was finished with the unit, and could not provide patient identifiers. Nurse stated that unit was sent to biomed after therapy completion for inspection. Additional follow up needed with biomed.

Event description:
It was reported patient temperature was down to 30.5c on the arctic sun device, target temperature had been increased from 33c to 34.5c due to bradycardia but patient temperature kept dropping. Water temperature was 16.7c and flow rate was 3.1 l/m. They checked event log and had gotten a 113 alert (reduced water temperature control). Water level had with 4 bars, and they emptied 400 cc off right drain port and put device in manual mode set to 42c. Then called back 10 mins later and temperature was up to 35c. So, the device was kept in therapy mode. While discussing overfill issues water temperature had risen to 38c. Now the device was responding appropriately. Per follow up via phone on (B)(6) 2021, ICU nurse stated that the pads had been overfilled and when pulling out the water, the water was dirty. The unit worked fine after draining 100cc of water. ICU nurse stated that there was patient involvement, but therapy was finished with the unit, and could not provide patient identifiers. Nurse stated that unit was sent to biomed after therapy completion for inspection. Additional follow up needed with biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is failure to add chloramine t to water. However this cannot be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press the either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on screen." Correction: a, f. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported patient temperature was down to 30.5c on the arctic sun device, target temperature had been increased from 33c to 34.5c due to bradycardia but patient temperature kept dropping. Water temperature was 16.7c and flow rate was 3.1 l/m. They checked event log and had gotten a 113 alert (reduced water temperature control). Water level had with 4 bars, and they emptied 400 cc off right drain port and put device in manual mode set to 42c. Then called back 10 mins later and temperature was up to 35c. So, the device was kept in therapy mode. While discussing overfill issues water temperature had risen to 38c. Now the device was responding appropriately. Per follow up via phone on 23jun2021, ICU nurse stated that the pads had been overfilled and when pulling out the water, the water was dirty. The unit worked fine after draining 100cc of water. ICU nurse stated that there was patient involvement, but therapy was finished with the unit, and could not provide patient identifiers. Nurse stated that unit was sent to biomed after therapy completion for inspection. Additional follow up needed with biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.